Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was undergoing a revision procedure for a separate issue. During the procedure this lv lead dislodged requiring a new lv lead to be placed. No additional observations were reported.